Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient called stating she had a right knee replacement done on (B)(6) 2013. She has been experiencing pain, discomfort and feels her knee is not stable. Patient will like to know if her implants were involved in a recall. Patient is scheduled to have a revision on (B)(6) 2019.